Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check with tandem technical support was unable to be completed at time of call. Upon follow up, customer reported they had successfully resumed insulin delivery. Customer's blood glucose was 244 mg/dl at time of alarm.